Event description:
Complainant alleged that while attempting to pace a pt, the device failed to capture the pt's heart rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for eval.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the activity logs did not find evidence to support the reported event. No trend is associated with reports of this type.